Event description:
Boston scientific received information that fluoroscopy of a recently implanted pacemaker and lead showed what appeared to be an under-insertion of the lead. It was reported that all measurements were normal. Attempts for additional information were made but were unsuccessful. The status of the system is unknown. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.